Manufacturer narrative:
Device evaluation summary: visual inspection shows the inlet tubing has been installed over the support gusset. Pressure integrity testing was performed at 0.5 l/pm with 23 psi, (1189 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed at the qb-inlet port. Appears the leak is coming from the bond connection. Reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that during setup they noticed priming solution dripping from the myotherm cardioplegia device. The customer stated that the leak appeared to be at the tie-band location. The device was replaced. There was no patient involvement so no adverse effect occurred.

Manufacturer narrative:
Conclusion: the complaint is confirmed for a leak. During the investigation, a test was carried out that consisted of the following: 10 samples were assembled as shown in the photographs sent by the customer (connection on the second barb of the qb-inlet port) and tested at 35 psi to verify if incorrect assembly can cause the leak. As a result of the test, no failure was observed in any of the samples. The customer reported leak could not be replicated with a 35 psi test. After evaluation this complaint was determined to be a manufacturing related issue. Current production personnel were notified of the issue. Trends for issues with this device are monitored. Additional information b5: medtronic received additional information stating that the leak originated from the tubing connection. The leak occurred on the connection of the inlet tubing and the inlet connector port of the myotherm. There was no visible air in the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.